Manufacturer narrative:
Alleged failure: when using iconix speed, one side of the tip broke off. Update: per additional information, product information was incorrect at the time of initial registration. (B)(4) is correct catalog number for this event. (B)(4) is not related to this event. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) movement of guide out of orientation to pilot hole, 3) use of wrong drill. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the tip broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip broke during the procedure. All pieces were retrieved.